Manufacturer narrative:
Full UDI unknown since no lot number was provided. Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch# (B)(4).

Event description:
Laparoscopic hand assisted sigmoid colectomy - "dr. Was doing laparoscopic hand assisted sigmoid colectomy. After placing the gel port, lot#125105, the first time he removed his hand through the port, the ring separated from the plastic." Patient status unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noticed that the gelseal® cap had a cut on the top of the cap and multiple cuts on the bottom of the cap. Additionally, the alexis® wound retractor was seen with the sheath torn near the flexible green ring with a punctured hole near the flexible green ring with stretch marks surrounding the hole during the manufacturing process, all alexis sheaths and gelseal caps are 100% visually inspected for damage. Based on the stretching of the sheath leading to the puncture, the tear is likely the result of instrument damage. Although the exact root cause could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up with medwatch# (B)(4). In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.